Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years, six months, and twenty-six days post port placement, stenotrophomonas maltophilia bacteremia was diagnosed. Around a day later, gram negative bacilli bacteremia was identified. Around five days later, x ray showed a left port-a-cath device which was currently, not in use. Around five days later, removal of left chest subclavian port-a-cath was performed which was possibly infected. The port-a-cath hub together with the catheter portion was removed. Post port-a-cath removal fluoroscopic image of the chest obtained. Therefore, the investigation is confirmed for the reported bacteremia issue based on medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three years, six months, and twenty-six days post a port a placement via the left subclavian vein, patient was allegedly diagnosed with stenotrophomonas maltophilia bacteremia as a result of the defective infected port. Reportedly, the infected port and catheter were removed from the patient. The current status of the patient is unknown.